Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This investigation is ongoing.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, intensity settings drift higher and lower (floating value) less than a minute after setting the intensity to the proper value. Customer is measuring with the neoblue radiometer. There was no report of harm, death or serious injury.

Manufacturer narrative:
A replacement constant current pcb was sent to the complainant as natus technical service believed this was the most probable cause of the issue. The complainant reported that the issue was resolved once the replacement constant current pcb was installed in their neoblue 3 unit.

Event description:
Several neoblue 3 units were measured by the complainant using the same natus neoblue radiometer but only the neoblue 3 unit reported on serial #(B)(6) exhibited a drift in intensity output.